Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement computer shipped to site 04/17/2014. Medtronic investigation of returned suspect device finds that when the computer powered on and booted to log-in screen during initial testing and then passed all testing with no problem found. Device found to be fully functional. Device did not cause event. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be duplicated.

Event description:
A medtronic representative reported that, while collecting stealth archives in ear, nose & throat (ent), the software unexpectedly exited. A re-boot allowed the re-launch of ent application, however, the system powered down and would not power-up again. It was noted that the computer fan was not turning on. There was no patient present when this issue was identified.